Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump error 25 and low battery alert . Customer's blood glucose was unknown mg/dl. The customer's mother stated that patient was receiving message that the battery life was low but it was new battery. The customer stated that power error is detected. The customer was advised that the internal power source could not be charged. The customer was advised that the device would be replaced and agreed to return the product for analysis.